Event description:
Ems personnel were attending to a pt, condition unknown. Allegedly while attempting to monitor the pt's ECG, the display would intermittently blank out. The reporter stated the recorder continued to properly print out the pt's ECG so the operator was able to monitor the pt's rhythm using recorder strips. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.